Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles inside tubing. There was no report of harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.